Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. Device uploaded properly using carelink. Device had cracked case at the battery tube side, cracked battery tube threads, scratched case, faded serial number label and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room for high blood glucose. Blood glucose reading was 387 mg/dl. The customer had symptoms of vomiting. The customer was treated with intravenous magnesium saline and insulin drip at the hospital. The customer blood glucose reading was 185 mg/dl. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.